Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of the centrimag motor overheating was confirmed. The centrimag motor (serial number (B)(6) was tested functional inspection of the motor revealed that the motor would heat up at speeds higher than 4000 rpm. The motor was scrapped and replaced. The provided log file was reviewed. The log file contained data spanning 7 days (04apr2019 ¿ 11apr2019 per time stamp). Motor over temperature (m6) alarms were observed throughout the log file, occurring throughout (B)(6) 2019 and (B)(6) 2019. This alarm occurs when the motor temperature exceeds 60c for more than 10 seconds. The motor¿s fixed speed was over 4800 rpm during each alarm, and the motor speed was lowered in every instance in order to clear the alarm. No other alarms were correlated to the motor overheating. The alarms appeared to be intermittent, as the motor¿s speed was above 4800 rpm without alarming for the majority of the log file. The root cause of the reported event was unable to be conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g2: corrections.

Manufacturer narrative:
The motor is not a single-use device. The age is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A centrimag extracorporeal circulatory support system was installed in a pediatric intensive care unit. The centrimag was started on a patient at a high speed, approximately 5000-5200 revolutions per minute. The motor became hot to the touch and an alarm was seen and heard warning that the motor was overheating. A cooling fan was used to decrease the motor temperature. While the cooling system was used, the alarm was not active. It was noted that the environmental temperature was high. The centrimag system was taken out of use after a few days. No further information was provided.